Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device shut down during patient care. The device did reboot and monitoring was completed. No impact to patient was alleged at this time.